Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and one shock due to an atrial arrhythmia with rapid ventricular response (rvr). This was not an isolated episode since this patient had received inappropriate therapy in the past. No additional adverse patient effects were reported. This device remains in service.